Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to initial morphology change. During charging there were mostly s annotations from noisy signals oversensing, however a shock was delivered. It was suspected that the noise was caused by myopotentials caused by the physical activity of the patient in combination with the small amplitudes. The technical services (ts) discussed reprogram recommendations. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to initial morphology change. During charging there were mostly s annotations from noisy signals oversensing, however a shock was delivered. It was suspected that the noise was caused by myopotentials caused by the physical activity of the patient in combination with the small amplitudes. The technical services (ts) discussed reprogram recommendations. This s-ICD remains in service. No adverse patient effects were reported.